Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 3 events were reported for this quarter. 3 devices were received for evaluation. The reported event was not duplicated during testing for 3 devices; however, 2 devices were outside specifications. 2 devices were found to be affected by corrosion. 1 device was found to be within specifications. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 3 malfunction events, in which the device was reportedly leaking. There was no patient involvement; no patient impact.